Event description:
It was reported that during the placement of a vena cava filter, the physician could not fully deploy the device as some of the feet were hooked on the sheath. A cone recovery device was used to remove the filter. Another filter was then successfully deployed, without incident. The physician also noted that the distal radiopaque marker had detached and moved toward the proximal radiopaque marker. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The samples returned included; one g2 filter femoral delivery system, one g2 filter, and one recovery cone system. Upon inspection of the returned sample, the distal band was misplaced on the introducer sheath. The band had moved proximally about 1 inch. There were swage marks evident in the correct distal location of where the band had originally been swaged in place. There were scratch and did marks evident inside the distal area of the sheath lumen. There were two holes approximately 180 degrees apart where the hook wires exited the sheath wall. The two holes are approximately .75 inches from the distal tip on the introducer sheath. It appeared that the filter hooks stopped just proximal to the distal band. Four of the six legs/hooks on the filter were twisted together. Once the filter was cleaned, the twisted legs/hooks were manipulated to untwist and then heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. The filter was measured and all measurements were within specifications. The result of the investigation was confirmed for failure to deploy, root cause unknown. It is unknown if procedural issues contributed to this event. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs of arms, and could prevent the filter from further advancement within the introducer catheter.